Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? No please confirm, how many devices demonstrated the alleged deficiency? All of the sutures in the box except one that was left sterile and will be sent for analysis the exact quantity of sutures that broke is 11. The breakage for all 11 sutures occurred during use (closure of the capsule). H6 component code: g07002 no device problem. H3 investigation summary: the product was returned to ethicon for evaluation. One representative unopened sample was received for analysis. Product code sxpp2b405. The complaint sample was not received for evaluation. Upon initial inspection of the sample, no external damages were observed on the external packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date and a barbed suture was used for closure of the capsule. During the procedure, when taking a bite, the suture broke. The procedure was completed with another like device of a different lot. The procedure was extended by thirty minutes. There were no adverse patient consequences reported. Additional information was requested.